Event description:
The remstar auto a-flex was returned to a third-party service center as part of the sound abatement foam recall with no initial alleged complaint. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation, dust fail contamination and displayed error codes: 55 (e-55: err_therapy_queu), error code: 63 (e-63: err_stuck_kno), error code: 62 (e-62: err_stuck_ram), error code: 66 (e-66: err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.